Event description:
Additional information received reported that the patient had been having problems with the charging system.

Event description:
It was reported that the patient¿s implant was at end of service (eos). Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3487a-56, lot# v108511, implanted: 2008-(B)(6), product type lead. Product ID 3487a-56, lot# v111091, implanted: 2008-(B)(6), product type lead, product ID 37752. Serial# (B)(4) implanted: 2008-(B)(6), product type recharger, product ID 3776-60, serial# (B)(4) implanted: 2008-(B)(6), product type lead, product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).